Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime during prime test. Motor passed motor test. No compromised force sensor error alarm noted during testing. Unit passed displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.(B)(4)

Event description:
It was reported the customer received a motor error alarm after changing their infusion set. Customer did not drop or bump their insulin pump. The customer also stated they had worn their insulin pump in an x-ray machine. Customer also reported a compromised force sensor system alarm. The customer's insulin pump will be replaced. No additional information provided.